Event description:
Patient representative reported for right side "deflation", "protrusion of implant", "breast swelling with subsequent seroma and drainage of abscess", "breast pain", "breast infection requiring removal of implant", "capsular contracture" baker grade unknown, and an "increased risk of alcl". The device has been explanted and replaced.

Manufacturer narrative:
The events of capsular contracture, extrusion, seroma, abscess and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, extrusion, seroma, abscess and infection (unknown onset).